Event description:
It was reported that during a pump controlled secondary infusion, the primary and secondary medications were delivered simultaneously (medications, programmed amounts and delivery rates unk). It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Review of the history log shows that during the last infusion segment, a secondary infusion was programmed at a rate of 999 ml/hr for a vtbi of 250ml. Known conditions resulting in flow from the primary container during a secondary infusion segment include a high flow rate (typically above 300ml/hr). The spectrum operator¿s manual warns the user of the possibility of primary IV container siphoning with flow rates above 300ml/hr. The spectrum operator¿s manual also recommends that with secondary rates above 300ml/hr, to look for and clamp off primary line siphoning.